Manufacturer narrative:
A medtronic representative went to the site to replace the castor and test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional after castor replacement. The site discarded the broken castor so no further evaluation was possible. There were no further issues reported on this system.

Manufacturer narrative:
On (B)(4) 2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from (B)(4) 2015 to (B)(4) 2016. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2016. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.

Event description:
A medtronic representative reported a demo navigation system caster that was damaged. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement caster shipped to site. No parts have been received by manufacturer for analysis. No further issues have been reported.